Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient was hospitalized [hospitalisation] novopen could not dispense the medication [device failure] novopen could not be pushed [device malfunction]. Case description: this serious spontaneous case from china was reported by a consumer as "patient was hospitalized(hospitalization)" with an unspecified onset date, "novopen could not dispense the medication(device failure)" with an unspecified onset date, "novopen could not be pushed(device component malfunction)" with an unspecified onset date, and concerned a male patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", , ryzodeg penfill (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "drug use for unknown indication", patient's height,weight and body mass index were not reported. Medical history was not provided. Concomitant products included - needle, unspecified(needle). On an unspecified date, pharmacy department staff called to report an issue with the ryzodeg penfil used with novopen(unspecified). Despite setting the correct dosage, the novopen could not be pushed and could not dispense the medication. The needle brand was not provided (nn needles not ruled out). The hotline suggested replacing the needle. Subsequently, the customer did not replace the needle and tried injecting again, and the medication was dispensed normally and the issue was successfully troubleshooted. On unspecified date, patient was hospitalized (hospitalization details not reported). Batch numbers of novopen and ryzodeg penfill were not reported. Action taken to novopen was not reported. Action taken to ryzodeg penfill was not reported. The outcome for the event "patient was hospitalized(hospitalization)" was not reported. The outcome for the event "novopen could not dispense the medication(device failure)" was not reported. The outcome for the event "novopen could not be pushed(device component malfunction)" was not reported. No further information available.

Event description:
Case description: investigational result: name: novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: ryzodeg batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added, imdrf code added, relevant fields updated in EU/ca tab, narrative updated accordingly. Final manufacturer's comment: 12-feb-2025: the suspected device novopen (specific name of the device unknown) has not been returned to novo nordisk for evaluation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. The indication for hospitalisation or clinical event due to technical problem with novopen is unavailable. H3 continued: evaluation summary: name: novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.